Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited travel coarse error. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a broken screw-boss in left plunger case and the battery door was cracked. A review of the event history log identified check clutch error. During functional testing using the occlusion test, the reported issue of check clutch error was unable to be duplicated. The customer manipulated the plunger head or the syringe during the infusion process. The root cause of the problem was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Performed preventative maintenance and all functional testing.